Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 4000 mcg/ml of fentanyl at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that, at a refill on (B)(6) 2020, the nurse could not find the pump because the pump had moved and turned. The patient reported that they could feel that the pump had moved and informed the nurse as such. According to the patient, the medication volume was "5.88 mm" and they were taking "norkel" and "fentanyl patches". No symptoms were reported. No further complications were reported.